Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that a high out of range shock impedance was observed. Lead currently remains implanted. Should additional information be received, this file will be updated.